Event description:
Customer contacted cue health, inc. Customer success manager to report team members with symptoms testing negative on the cue covid-19 test for home and over the counter (otc) use but positive on pcr (brand unspecified). Customer did not provide exact frequency of false negative results, number of individuals involved, dates of occurrence or cartridge serial numbers. Although requested, no further information was provided.

Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation was not able to be performed. Customer did not provide cartridge serial numbers and did not respond to three attempts from technical support for additional information.